Event description:
There were exposed wires and fraying of the power cord near the power supply. The power cords appeared to be melted. The patient was advised to keep the patient electronic unit unplugged and stop using the reported power supply. The power supply was replaced.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. Review of the device history record was not possible as the lot number is unknown the review determined that no non-conformances were identified that are related to the reported event.